Event description:
An abutment screw had fractured inside an implant. The surgeon had to perform an additional surgical procedure to remove the abutment screw from inside the implant. The implant is still in the pt's mouth. No pt injury has been reported.